Event description:
A 6f vip was selected for use on (B)(6) 2014. The following day, the patient was re-admitted to the hospital with pain in the groin and a hematoma upon examination. An ultrasound did not reveal an aneurysm or any other significant findings and the patient was discharged. On (B)(6) 2014, the patient presented with a larger hematoma and reported frequent coughing and sneezing recently. A pressure bandage was applied and the patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms. The angio-seal device patient's information guide, suggests that the patient should modify their activity for 48-72 hours; no straining, no lifting greater than 10 pounds, and to avoid driving the day of discharge.

Event description:
During a clinic visit on (B)(6) 2014, the patient reported sensitivity at the puncture site, however no hematoma was present.

Manufacturer narrative:
(B)(4).